Event description:
Procedure: hernia. Reportedly, after 3 1/2 pumps of the inflation bulb the end of the balloon sleeve disengaged from the trocar. Another trocar was used, and there were no adverse affects or injuries to the pt reported.